Event description:
It has been reported to philips that the device went into emergency stop mode. The issue was found during clinical use. The customer rebooted the system but the issue remained. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the issue occurred at start of vascular diagnostic procedure. The procedure was completed after multiple restarts. The philips field service engineer (fse) inspected the system onsite and could not confirm the reported issue. Review of system log file didn¿t confirm the e-stop malfunction. Upon troubleshooting, fse could not reproduce errors. However, the issue reoccurred and fse reset e-stop and performed tube cover sensor calibration. After which, which the system was returned to use in good working order. The codes were updated based on the investigation outcome.